Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer declined to treat their high blood glucose via manual injection and advised they would only treat via insulin pump. Customer advised they had issues during the fill tubing process. Customer was able to successfully fill the tubing and advised they would treat themselves. Customer declined to troubleshoot their high blood glucose levels. Customer advised their blood glucose level went down to 438 mg/dl.